Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a low voltage or no external power alarm on the system controller was not confirmed. There were no photos or log files submitted for review. The system controller was not returned for analysis. The provided information stated that the patient was found down by spouse at home with agonal breathing and blown pupils. A low battery or no external power alarm was active, the center was unsure. The patient was brought to the emergency department but withdrew care. Additional information communicated through the patient outcome revealed that the cause of the patient's expiration was due to a head bleed leading to an unknown period of downtime. The outcome was considered to be device or therapy related. No autopsy was performed, and the pump was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller, including low voltage and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records could not be reviewed due to the serial number of the system controller being unavailable. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an inr of 13.3 and a headache on (B)(6) 2026. The patient was found down with agonal breathing and blown pupils for an unknown time. A low battery or no external power alarm was active; it is unsure which alarm was active. The patient was brought to the emergency department, but patient care was withdrawn. The patient's cause of death was due to a head bleed to an unknown period of downtime.